Manufacturer narrative:
The log file analysis showed that the system had detected a collision with the ceiling suspension of the display though there no actual collision had occurred. Consequently, further system movements were blocked for safety reasons. The onsite service intervention revealed that in june 2023 a cable jumper in the display ceiling suspension (dcs) carriage was not correctly installed, it was hanging down and became pinched between the cover and the grounded metal rail. Over the course of 10-month usage, the insulation of the cable had worn out, resulting in temporary short circuits. As cause an improper workmanship during installation could be determined. To resolve the problem, the cable at the dcs was repaired as part of service activity. This case is a single occurrence event. A possible general error that would require corrective measures of the installed base could not be determined by the investigation.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation yet been determined. A supplement report will be filed if additional information becomes available.

Event description:
Siemens became aware of a malfunction that occurred while operating the artis icono biplane unit. During an interventional procedure, no system movements were possible. The patient had to be relocated to a different hospital to complete the procedure. We have no indications of any adverse effects on the health status of the involved patient.